Manufacturer narrative:
Results - customer returned (4) loose 3/10cc, 8mm syringes. All returned syringes were examined and all exhibited nearly all of the markings missing from the barrel. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - possible root causes for missing scale markings include: damage to the pad, print drum not touching the pad for ink transfer, pad heat set incorrectly, print head timing out of adjustment, pad indication set incorrectly, plugged ink nozzle, ink pump fault, ink nozzle set incorrectly, brass roller set incorrectly, worn print head bearings CAPA 162566 was initiated to address such issues at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd syringe product was missing the printed scale markings. Found before use. No reports of serious injury or medical intervention noted.